Event description:
On (B) (6) 2010, pt admitted as an outpatient referral for abnormal stress test. Films reveal 90% ostial left main. A 3.0x8 apex to pre-dilate, 3.0x12 nc voyager rx to further pre-dilate, 3.0x12 taxus liberte deployed. Repeat films reveal less than 10% residual ostial stenosis. Medicated with asa, angiomax, and plavix. Discharged home (B) (6) 2010, 1525 on asa and plavix. On (B) (6) 2010, 1915, pt returns to outlying ER with non-stemi. Transferred to our facility for cath possible pci. Films reveal a 50% hazy stenosis at proximal edge of previously implanted stent suggestive of thrombus. Lesion dilated with a 3.5x8 nc voyager, 2 inflations, 12 atm. For 45 seconds. Repeat films reveal less than 20% residual stenosis. At some point during procedure, pt admits non-compliance with plavix. Again discharged with asa and plavix (B) (6) 2010, and again counseled on importance of medical compliance.